Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited pace impedance measurements high out-of-range greater than 2,000 ohms. It was also noted that defibrillation threshold (dft) testing was completed at time of implant and shock impedance measured low within normal range at 30 ohms. No adverse patient effects were reported. At this time, the device remains in service.